Event description:
A (B)(6) male pt contacted zoll customer support to report that his charger would not charge his batteries. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger /modem sn (B)(4) has been completed. The reported problem (does not charge batteries) was confirmed. Upon evaluation, there was contamination on the battery board inside the charger/modem. The cause of the inability to charge the batteries is the contamination on the battery board. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted form the contaminate charger/ modem. The pt received a replacement charger/modem.